Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) device, it was reported that air was identified inside of the transfer set. Prior to the event, home patient (hp) had been released from the hospital with a non-baxter extension attached to the end of the transfer set. The extension was then removed, and the issue occurred during the initial drain of peritoneal dialysis (pd) therapy, while the hp was connected. The care giver (cg) stated that they had not checked the patient line for a complete prime before connecting the hp. The technical service representative (tsr) explained that they could do an ultrabag exchange to remove the air and fill back up with fluid. The tsr instructed the cg to disconnect the hp and have the hp restart therapy using new disposable supplies. Follow-up with the hp¿s nurse found that the transfer set was replaced the day after the event, with nothing unusual noticed with the device that may have caused the air. The hp had been using the transfer set for approximately 6 months. The nurse stated that the hp had been doing fine since the device was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An issue indicative of a potential malfunction of the transfer set was identified. As the transfer set was disposed of by the nurse and not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.